Event description:
Patient's left implant ruptured. Unfortunately, more recently ~3 months ago, patient noted deflation of her implant on the right. This is the patient's third overall deflation (occurred twice on the right).